Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3708240, serial# (B)(4), implanted: (B)(6) 2006-, explanted: (B)(6)2016, product type: extension. Product ID: 3998, lot# v011552, implanted: (B)(6) 2006, explanted: (B)(6) 2016, product type: lead.

Event description:
Information was received from a patient who was implanted with a neurostimulator for spinal pain. It was reported that the device had been explanted recently. The patient stated that the devices were explanted because they were in an accident, the device did not work right, and it came apart. The event date was reported to be (B)(6) 2014. The patient had requested that the health care professional (hcp) send the explanted devices to them after they were sent to the manufacturer for analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.